Manufacturer narrative:
Previously reported on (B)(4) with MDR 3003832357-2025-000138 . Device investigation is pending and is housed on (B)(4).

Event description:
It has been reported to philips, that the device battery is not charging. There is also damage to battery charging port.

Event description:
It has been reported to philips, that the device battery is not charging. There is also damage to battery charging port.